Event description:
An implant card was received indicating that the patient underwent generator replacement on (B)(6) 2014. The lead impedance with the new generator and existing lead was not indicated. It was reported that the generator was replaced due to end of service. No additional relevant information has been received to date.

Event description:
Initially, it was reported that the patient recently fell and hit her left neck area. It was reported that lead impedance was observed upon interrogation of the device. Clinic notes dated (B)(6) 2014 note that the vns was check and all normal mode check had the lead impedance come back as unknown and that no data was able to be obtained. A company representative was present at the patient's next appointment where the vns was checked and was reported to be fine. The physician indicated that when the normal mode diagnostics were checked the lead impedance was noted to be unknown, but that high impedance has been seen. The physician reported that the programming system is working as intended. It appears the likely cause of this ¿unknown¿ impedance value upon normal mode diagnostics is that the patient has not reached the minimum settings required to successfully carry out a normal diagnostics. Attempts to obtain additional relevant information have been unsuccessful to date. It is unknown if high impedance has ever been observed as reported.